Event description:
As reported by the user facility: grey particles floating in syringes.

Manufacturer narrative:
Preliminary analysis has indicated that the particulate is likely the medical grade, biocompatible silicone that is used to coat the syringe barrels during the mfg process. No other organic material was identified in this preliminary analysis. The samples and all available info has been forwarded to the manufacturer for further evaluation.